Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D7a: unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the image(s) provided. The image(s) were reviewed, and the complaint condition could be confirmed, the distal end prongs were observed broken. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part # 03.404.020s, synthes lot # 64p7062, supplier lot # 64p7062, release to warehouse date: aug. 11, 2020, expiration date: jun 30, 2030, supplier: (B)(4), no ncr's were generated during production. Device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6: health effect - impact code device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procode: hto. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 the patient underwent revision surgery due to non-union of smith & nephew taylor-spatial-frame. The surgeon used the ria2 assembly and inserted with a reamer head. When the reamer reached the medial wall, a small amount of advancement was achieved, but the reamer head levered against the bone and broke. The ria2 assembly was removed and bone collection was assessed. The surgeon needed more graft and a smaller reamer head was selected. The ria2 assembly was once again inserted. Further progress was made beyond the initial reamer path. Once again, when the reamer reached the medial wall, a small amount of advancement was achieved, but the reamer head levered against the bone and broke. The ria2 assembly was removed and bone collection was assessed with a satisfactory volume collected. The procedure was successfully completed with a fifteen to twenty (15-20) minute surgical delay. The patient status is unknown. Concomitant device reported: ria 2 bone harvesting kit (part#: 03.404.000s, lot#: 76p1726, quantity: 1); reaming rod with ball tip (part#: 351.706s, lot#: 58p3889, quantity: 1). This report is for 1 12.0mm reamer head for ria 2 sterile. This is report 1 of 2 for (B)(4).